Manufacturer narrative:
Product evaluation: the lens was not returned for an evaluation. The lens case lid was returned inside the lens carton with the packaging components. The peel pouch, lens case base, nor lens were returned. Product history records were reviewed and the documentation indicated the products met release criteria. The customer indicated the use of a non-qualified cartridge and a handpiece. This model iol is only qualified for use in two specific cartridges. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The root cause of the reported damage is most likely related to a failure to follow the directions for use (dfu). The account used a lens/cartridge combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that a haptic of an intraocular lens (iol) broke in theatre. Additional information was reported that during an intraocular lens (iol) implant procedure, a haptic of an iol broke. In the surgeon's opinion, a weak haptic caused or contributed to the event. There was contact between the product and the patient. There was patient harm in that there is corneal affectation when cutting and removing the lens. There was a large incision on cornea and longer procedure time. The procedure was completed with a new iol. The patient's issues have not resolved. The prognosis is fair.